Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and checked the condensate removal module (crm) and blood back tubing for evidence of blood, and none was found. The fse performed water condensation removal procedure, and ran the iabp on test balloon for 30 minutes. The iabp passed all performance and function tests and was returned to the customer for clinical use.

Event description:
The customer stated that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed with "blood back" alarm. The iabp was immediately replaced with another cs300 iabp. No death, injury or adverse event was reported.